Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and non-malignant pain. It was reviewed that the patient currently had a non-rechargeable implant. It was confirmed that the patient had previously had a re chargeable battery and now they currently had a non-rechargeable ins because they charged too many times with the previous implant and had to charge the ins every day. The patient could not stand to charge so often.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.